Manufacturer narrative:
(B)(4).

Event description:
The patient reported (via the manufacturer representative) that there was a charging issue; the patient could not recharge his implantable neurostimulator (ins). Everything was fine during one year but after "a while", the patient had to charge his ins for 4-5 hours to fill half the battery (with the ins off). The patient described that, a night after, the ins was nearly depleted. It was noted the amplitude was about 4.7 volts. Now, the patient had not charged his ins for nearly one year. A normal charge was impossible. A "forced charge" was tried twice without any success. At the end of the timer, nothing appeared. The issue was not resolved at the time of the report. No surgical intervention occurred, nor was one planned. A follow-up report will be sent should additional information be received.